Manufacturer narrative:
Was reported that the paddles are not recognized. There was reportedly no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text : device not returned for evaluation.

Event description:
It was reported that the paddles are not recognized. There was reportedly no patient involvement.